Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to warm a patient in an arctic sun device. The water was not getting above 31c, so they changed the pads and the device. The water still was not getting warm. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 37.5c with a rewarm rate of 0.25c/hr. Water temperature (wt) was 15.4c. Flow rate was 0lpm. Asked nurse to start therapy. Flow rate (fr) was 3.2lpm. Water increased to 28.3c. Explained the water was not getting warmer to warm the patient at 0.25c/hr. Nurse asked if they could warm faster. Advised the fastest controlled rewarm rate was 0.5c/hr. Nurse adjusted rewarm rate to 0.5c/hr. Explained the water might not get much warmer, but the patient should be around 35.2c in an hour.

Event description:
It was reported that they were trying to warm a patient in an arctic sun device. The water was not getting above 31c, so they changed the pads and the device. The water still was not getting warm. Patient temperature (pt) was 34.7c, targeted temperature (tt) was 37.5c with a rewarm rate of 0.25c/hr. Water temperature (wt) was 15.4c. Flow rate was 0lpm. Asked nurse to start therapy. Flow rate (fr) was 3.2lpm. Water increased to 28.3c. Explained the water was not getting warmer to warm the patient at 0.25c/hr. Nurse asked if they could warm faster. Advised the fastest controlled rewarm rate was 0.5c/hr. Nurse adjusted rewarm rate to 0.5c/hr. Explained the water might not get much warmer, but the patient should be around 35.2c in an hour. Per follow up information received via task on 31mar2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that they were trying to warm a patient in an arctic sun device. The water was not getting above 31c. The event concluded with the device working and the patient on the trajectory for successful therapy completion. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.